Manufacturer narrative:
A user facility reported, "two lids for suction cannister found to be defective. Twist port that connects directly to the suction head is not secure resulting in leak of air around the twist port and not proper suction". Deroyal industries, inc. Has requested return of the device and it was received on 7/16/2025. No lot number was provided for this complaint, therefore the work order for the product was not able to be reviewed. Upon receival of the product, deroyal inspected and found that the retainer ring used to attach the diss nut to the lid was pressed in upside down. This upside down placement led to the diss nut being able to move up and down which led to the reported leak of vacuum. It was noted that after the retainer ring is pressed into the diss nut, the operator should confirm that the diss nut can spin freely, but should not be able to move up and down. This visual acceptance criteria was reviewed and found to be in need an update to prevent further occurrences of this issue. The visual acceptance criteria was updated to say "the diss nut should be able to spin freely and not move up or down after being assembled onto the vacuum port of the lid." There were no cases of inventory on hand of the 71-8005, however, there were cases of bulk packaged 714880te which is the same lid assembly as the 71-8005. 32 eaches were inspected and all were found to be acceptable with no loose diss nuts and no other non-conforming issues. A complaint to sales ratio was completed over the past two years and found to be (B)(4). Root cause: the root cause of the reported issue was due to the retainer ring used in assembly of the lid being pressed into the diss nut upside-down. This in turn led to the retainer ring not being able to be fully depressed into the diss nut over the vacuum port of the lid. Because of this, the diss nut can move up and down which has the potential to cause the canister and lid assembly to not properly seal and cause weak or no suction. Corrective and preventive actions: all shifts were made aware of the issue and retrained on the assembly and inspection processes. This visual acceptance criteria was reviewed and found to be in need an update to prevent further occurrences of this issue. The visual acceptance criteria was updated to say "the diss nut should be able to spin freely and not move up or down after being assembled onto the vacuum port of the lid." Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility reported, "two lids for suction cannister found to be defective. Twist port that connects directly to the suction head is not secure resulting in leak of air around the twist port and not proper suction". Deroyal industries, inc. Has requested return of the device, but it has not yet been received. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "two lids for suction cannister found to be defective. Twist port that connects directly to the suction head is not secure resulting in leak of air around the twist port and not proper suction".